Event description:
It was reported that a revision surgery was performed due to fracture.

Manufacturer narrative:
Damage, likely due to insertion into/extraction from the shell, was observed on the face and backside of the liner. The articular surface displayed signs of adhesive and abrasive wear. Total linear penetration was estimated to be 2.9 mm using silicone mold replication. No unexpected features were observed on the articular surface.